Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event; however, the suspect devices in use are lot#s w06c0854, w06c0893, w07d4178, w07k3684, and w07k3927. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 7543645, was cleared in the united states.

Event description:
It was reported that the patient underwent a spinal procedure at t12-s1 for degenerative scoliosis and stenosis using posterior fixation. Four months post-op, x-ray revealed two broken screws at s1. The patient reportedly had pain in right leg. The revision surgery to remove the screws was performed approximately 6 months post op. L5-s1 was found not fused at this time.